Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer declined philips services and repaired the unit by replacing the power management board. The device is back in service.

Event description:
Customer reported the unit is failing power fail test. When they remove the battery power and attempt to power up on ac, the unit will not start. The customer reported that the device was not in clinical use at the time the issue was discovered.